Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had experienced a syncopal episode. Device interrogation revealed a loss of right ventricular capture. Lead dislodgment was confirmed via x-ray. The lead was explanted and replaced.